Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, non-sustained right ventricular oversensing was noted, which was caused by intermittent loss of capture. Programming change was made. Patient was stable.